Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. As per the customer, pre-cleaning is not being performed immediately after a procedure, and the minimum effective concentration is being checked weekly. The endoscope is not being leak tested prior to manual cleaning, the endoscope channel is not being brushed during manual cleaning, and all reprocessing personnel are trained on how to properly reprocess and endoscope. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.   Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility for the same device.   Conclusion: the root cause could not be identified. However, it may be presumed that there was a difference between the user's understanding and olympus recommendation in device handling and reprocessing steps.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had the wrong reprocessing procedure completed. The issue was found during reprocessing, the intended procedure was completed. There were no reports of patient harm.